Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was the image processing board and the patient board, which play the role of receiving and forming the video signal, have accidentally broken down or, it occurred due to accidental failure due to prolonged use; or that the user tried to pull out the video connector without lowering the unlock lever; or that excessive force was applied to the lock lever (video connector socket) or video connector.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A bad image was obtained when the unit was tested with an olympus series 180 scope and the cause isolated to a faulty patient board set. Replacement of the patient board set was deemed necessary to resolve the issue.

Event description:
A user facility reported to olympus that no image was observed and a red line was observed on the screen. The user facility indicated that they believed the problem to be a socket or one of the internal printed circuit boards. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.